Manufacturer narrative:
Product event summary: analysis found that the stylus worked intermittently, the stylus was replaced and calibrated. It was also no ted that screws were missing on the hinge plate, screws were added and secured. The power cord bay assembly latches were broken so the power cord bay was replaced. The programmer then passed final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer as a loaner. It was analyzed and tested out of specification. There was no patient involvement.